Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was explanted due to endocarditis and vegetation on the lead. The explant was successful. The patient was to received a replacement once the infection cleared. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.